Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien 3 valve using transfemoral approach, the guided pacemaker failed for an instant, resulting in the valve embolizing. The valve was deployed in the abdominal aorta. There was difficulty withdrawing the delivery system into the esheath and the esheath and balloon were damaged. The balloon was separated into 2 pieces during device removal. Additionally, the esheath liner was delaminated and puncture on the sheath shaft was observed. A second 29mm sapien 3 valve, delivery system and esheath was prepared. During valve alignment, there was difficulty performing the fine adjustment. The difficulty with valve alignment was considered to be due to tortuosity of the aorta. During withdrawal, the valve and delivery system was able to be partially retrieved into the esheath, and the system was removed from the patient without problems. A third 29mm sapien 3 valve, delivery system and esheath was prepared. The valve was successfully implanted. The valve was functioning well after the procedure and there was no vascular injury to the patient. However, the patient became hemodynamically unstable and expired approximately 20 minutes post procedure. Per medical opinion, the cause of death was hemodynamic instability due to complication of the procedure and prolongation of the procedure. The death was not considered to be due to the valve function.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the first sheath used in the case. Please reference related manufacturer report 2015691-2021-04726, 2015691-2021-04770. As per medical opinion, the cause of the death was hemodynamic instability due to complication of the procedure and prolongation of the procedure. The patient lost a lot of blood from the access, had heart failure, and developed hypotension and shock. The balloon separated from the delivery system during device removal while the devices were still in the patient. The balloon was stuck in the esheath. The investigation is ongoing.

Manufacturer narrative:
A photo was provided by the hospital showing liner delamination and a puncture on the sheath shaft. The devices were returned to edwards lifesciences for evaluation. During visual inspection of the returned sheath, it was observed the balloon from the delivery system was separated and stuck in the liner. The liner was delaminated starting from the proximal end with length of 6.25inches. The liner was bunched up. The sheath was punctured approximately 1.45 inches from the sheath soft tip. The c marker was intact. Stretch marks were observed approximately 0.5 inches in length on the hdpe near the puncture and approximately 1.5 inches from the sheath soft tip. The shaft was fully expanded with open tip. During visual inspection of the returned delivery system, it was observed the spring from the commander delivery system was detached and unraveled. There was surface damage on the guidewire lumen from the commander delivery system from the crimp marker to inflation balloon markers. Due to the condition of the device (liner delaminated), no functional testing or dimensional testing was performed. The complaint is confirmed through visual inspection. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, "delivery" system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without "torquing" ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without "torquing". Do not reinsert the sheath at any time. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through the provided imagery and evaluation of the returned device. No manufacturing nonconformances were identified through evaluation of the returned device. A review of device history record, lot history, manufacturing mitigations and complaint history support that a manufacturing nonconformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. Per the report, the damage was in the balloon while trying to place it in the descending aorta. It suffered structural damage in the procedure. As the balloon was stuck during the removal process, it may have interacted with the sheath distal tip during removal which led to withdrawal difficulty. The subsequent device manipulation needed to overcome the withdrawal difficulty led to the balloon separating and the liner delamination. Once the balloon separated, the metal on the delivery system was then exposed to the esheath. The exposed metal of the spring likely caught on the sheath during device removal which led to the sheath being punctured. The spring detachment and surface damage seen on the guidewire lumen further support that excessive manipulation was applied during device removal. As such, available information suggests that procedural factors (withdrawal difficulty, excessive manipulation) may have contributed to the complaint events. The complaints for sheath liner delamination and sheath punctured were confirmed through the provided imagery as well as the evaluation of the returned device. No manufacturing nonconformances were identified to have contributed to the event. Available information suggests that procedural factors (excessive device manipulation withdrawal difficulty) may have resulted in the complaint event. No IFU/training manual deficiencies were identified. No corrective/preventative action nor product risk assessment escalation are required at this time.